Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first application in gastric ¿antrum¿ on a laparoscopic gastric sleeve, after loading the reload, the surgeon was able to squeezed the handle but the stapler did not fire. Another three handles and nine reloads were opened but same issue occurred. The procedure was completed with a new handle and reload. There was no patient injury.